Event description:
A female patient, age unknown, previously had surgery to repair an abdominal hernia. The initial surgery used a synthetic mesh implant. The patient developed a post-operative reaction to the synthetic mesh implant and re-herniated. The current surgery was a revision repair. Three (3) pieces of surgimend were implanted in 2007. Approximately one (1) month later, the patient returned with symptoms of redness and swelling around the incision. A seroma developed that was drained and cultured. Gram-positive bacteria were observed, and the patient was administered an antibiotic. The surgimend was left in place and the patient was eventually discharged and is doing better.

Manufacturer narrative:
Three product devices were used during the surgery. Two were part # 606-001-008, lot # sm0703024 that were manufactured in march 2007 with an expiration date of 2010-01. The third was part # 606-001-009, lot # sm0703044 that was manufactured in april 2007 with an expiration date of 2010-03. The production records for these lots were reviewed and everything was in order. All product release specifications were met. It is likely that the infection was present at the surgical site at the time surgimend was initially implanted and that this infection contributed to the event. The physician will continue to monitor the patient.